Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -12.0/1.5/044 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for different model, shorter length lens, due to excessive vault and glare/haloes.

Manufacturer narrative:
Corrected data: h6-health effect- impact code: "2227" should be added. Claim# (B)(4).